Event description:
Convertor pack drape separated at the seams and in several places during the procedure (at head of bed and at legs). This posed a contamination risk if not immediately seen by anesthesia and room staff. Measures were taken to secure additional 3/4 sheets and blue towels over the areas to maintain sterility.======================manufacturer response for convertors laparoscopy/pelviscopy pack, convertors laparoscopy/pelviscopy pack (per site reporter).======================spoke with our purchasing department who plans to alert the company to the issue.